Event description:
Caller reported a malfunction on the pump, identified with a malf 12 code, for which a fault ID was available. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction reappears. The caller acknowledged and understood the instructions.